Event description:
It was reported by the customer that a (B)(6) child which has been monitored with the sensor for many months has now a burn blister after the use of the latest versions of the sensor with the new packaging. The use of the previous version of the sensor was without problems.

Manufacturer narrative:
The sensor involved in this event was not returned for evaluation, however, an unused sensor from the same lot was returned by the customer. The returned sensor passed all testing including a visual evaluation, continuity testing, and skin temperature verification. The returned sensor was confirmed to be functioning as designed. Info was made available to masimo on (B)(4) 2014 that indicated there was no medical intervention and the skin has recovered. This issue was not reported in a timely manner by field personnel. A discussion with the reporter was held informing them of the importance of reporting. Formal training in the requirement of timely reporting of customer complaints has been performed with the responsible reporter.